Event description:
Follow-up revealed the patient's ipg became inoperable due to the patient not recharging their ipg as recommended. Surgical intervention addressed the patient's issue.

Manufacturer narrative:
This ipg serial number is included in a field advisory. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's ipg was explanted and replaced due to being inoperable.